Event description:
It was reported that the pump touch screen was timing off sooner than expected. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.